Event description:
Customer reported that a pt sample containing anti-e did not react with 0.8% selectogen lot 8s687. The customer performed an immediate spin crossmatch (tube method) and the pt was transfued with an e+ unit. The pt experienced a hemolytic transfusion reaction with fever and hematuria. Pt's condition was reported to be satisfactory.